Event description:
Pt reported experiencing elevated blood glucose (400 mg/dl) following eating and administering bolus. Pt indicated that she switched to back-up device and has not had any further issues. Pt indicated that she had used piston rod longer than recommended.